Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported not liking the equipment as it was not doing a thing for him except make his back hurt more. If it was turned up enough to where he thought it would help, all it did was cause the middle of the back to get more spasms. Therapy has been adjusted a couple of times and it still doesn't work. It has been turned off and the patient did not use it anymore. Additional information received from the patient reported that poor communication was seen on the patient programmer (pp). They were unable to communicate with the implantable neurostimulator recharger (insr). The last time they felt stimulation was a month or two ago. This was the same time for the last successful charge session. He had stopped charging due to getting back spasms when stimulation was on. It had been hurting his back so he shut it off for a month or two. He needed to have an MRI the coming friday but couldn't connect with the insr. It was reviewed that he needed to go to his healthcare provider (hcp) to get him out of a possible overdischarge that was reviewed and that he would need the pp to put it into MRI mode. The MRI was for his low back issues. It had been happening since before the implant. It was also noted that he had lost weight and he could feel it moving a lot. This was first noticed a couple months ago. It was also noted that he had been adjusted three times since being implanted of which did not help. He couldn't remember the last time he charged. Additional information received from the patient via the manufacturer representative (rep) that the battery depleted and the patient was unable to feel stimulation. He tried to charge normally but couldn't get the normal charging screen. The issue was stated to be resolved at the time of the report. The patient was alive with no injury and no surgical intervention occurred or was planned. Additional information received from the patient reported that the stimulator didn't work and it would make his back hurt worse. He wanted it out of his body as soon as possible but didn't have insurance. Additional information received from the patient reported that the device never helped him. The rep had helped him get the device charged and was shown how to put it into MRI mode. A power on reset (por) was also mentioned. It was cleared while talking on the phone. He didn't remember why he had the por and he did not remember when this occurred. It was fully charged for the MRI coming up on (B)(6) 2015. The stimulator was implanted to help with pain from previous injuries unrelated to the stimulator. When the stimulation was on, it was like it bounced off the titanium cage he had and didn't help with his pain. It seemed to make it worse. He was hoping it would be explanted but nothing was scheduled. Relevant medical history included spinal pain. No further follow-up was required.